Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, broken reservoir tube lip, missing reservoir tube o ring, cracked case at the reservoir tube window corners, broken belt clip slot, missing end cap sticker and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
The customer reported via phone call that a piece from the reservoir compartment broke off. The customer's blood glucose was 170 mg/dl at the time of incident. The customer stated that the reservoir would slip out of the reservoir compartment randomly. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.